Event description:
Report received of an over-delivery of morphine. The pump was programmed to deliver 5mg/ml of morphine with a loading dose of 10mg, a continuous rate of 10mg/hour bolus dose could not be recalled, and a 4-hour limit of 30mg. The nurse programmed the pump while on battery power. Prior to the pump being connected to the patient, the nurse reportedly saw "stars across the display" and then the pump went "dead". The nurse plugged the pump into ac power and reprogrammed the pump. The medication was initiated at 7:00pm. The nurse stayed with the patient for the delivery of the initial dose, and then left the room. At 9:30pm, a different nurse found the patient "drowsy". The patient reportedly received 125mg of morphine in 2.5 hours. The patient's respirations at 6:00pm were reported to be 22 per minute. When the patient was found to be "drowsy" at 9:30pm, their respirations were 14 per minute. The pump was discontinued and removed from service. The patient did not receive any medical interventions. Though requested, there was no further information available.